Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that ventilator was not working. According to the information provided by the technician, the pressure transducer test and internal leakage test failed during pre-use check. There was no patient involvement. The nozzle units of the air and o2 gas modules were broken. Their replacement is necessary to resolve the issue. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The device logs and the defective parts were not available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref#: (B)(4).